Event description:
It was reported that the ilet user received a ¿connect cgm or enter bg ¿ dosing stops in 48 minutes¿ message while the continuous glucose monitor (cgm) was in warmup, and the device entered bg run with a countdown to dosing pause; the user declined a fingerstick despite being advised that a fingerstick entry would maintain dosing until cgm readings resumed. No reported symptoms. Outcomes included user frustration and temporary reliance on manual blood glucose entry to prevent automated dosing suspension. Investigation included review of device behavior, user education on bg run and cgm warmup, and confirmation that cgm data would populate after warmup, clearing the message. Investigation of this case revealed expected device performance, as the system appropriately prompted for bg during cgm warmup and would resume automated dosing upon cgm availability. It was concluded, based on previously established findings for similar reports, that the cause was use-related and consistent with normal operation during cgm warmup.